Event description:
The account alleged the head section will not raise. No patient impact.

Manufacturer narrative:
The technician asked the account to check the head up solenoid voltage. No further information is available on the repair of the bed at this time.